Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin transmission with an episode of non-sustained ventricular oversensing. Review of the transmission revealed delayed sensing of bigeminal premature ventricular contractions on the discrimination channel. Programming changes were recommended.